Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid 26mg/ml at 18.7mg/day, bupivacaine 30mg/ml at 21.6mg/day via an implantable pump. The indications for use were noted as degenerative disc disease/herniated disc disease and spinal pain. The healthcare provider (hcp) attempted a dye study but was unable to aspirate from the catheter access port (cap). The patient had "indiscrepancy" with pump fill and a catheter dye study was ordered. The reporter did not know about volume discrepancy at refill appointments. The intra-op volume was correct. The pump and catheter were explanted. The patient status at the time of the report was indicated as alive, no injury.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), explanted: (B)(6) 2015, product type: accessory. Product ID 8731sc, serial# (B)(4), explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
The patient reported that he had been having decent pain relief until (B)(6) of 2015. It was reported that at this time the pump had malfunctioned. The patient started having severe foot neuropathy, which kept getting worse and worse. By (B)(6), the patient's foot pain was intolerable, and then he started having severe low back pain. The patient experienced what he felt to be withdrawals, which increased in severity in (B)(6). The health care provider finally set up an appointment for a MRI and then a dye study. The result of the dye study was previously reported. The results of the MRI were not provided but requested. After months of suffering, the patient was set for a catheter revision procedure. The patient was told the morning of (B)(6) 2015 that the procedure would be 90 minutes to 1 hour, followed by 1 hour in recovery. After that, the patient would be able to go home.

Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly, miscellaneous acceptable testing, catheter incomplete/returned in segments. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.